Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer and all of the cubies were failed not detected due to a defective drawer controller. The field service engineer replaced the drawer controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, there was a drawer failure at drawer 6 in emergency department. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. There were no adverse events or injuries reported based on this incident.